Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated he required treatment by the paramedics due to low blood glucose readings. No blood glucose reading was reported. Troubleshooting revealed that the customer did not eat enough, which contributed for the low blood glucose. Nothing further was reported.